Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification of shigella sonneii as escherichia coli when using phoenix panel nid (448007) batch number 2081839. The customer did not provide isolates or panels but provided phoenix generated lab reports for investigation. The lab reports show an organism identified as s. Sonneii when using the complaint batch. The complaint batch was unavailable for testing due to the batch being expired at the time of investigation and beyond our stability timeframe. As a result, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type optimum performance comes from using fresh 18-24 hour, well-isolated colonies ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards. Use swabs with minimal fiber shed. Make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode) volume of ID broth should be visually assessed for any obvious low fills ensure proper incubation temperature and environment. Use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors h3 other text : see h.10.

Event description:
It was reported that while using bd phoenix¿ nid, e. Coli was misidentified as shigella sonneii. No patient impact reported. The following information was provided by the initial reporter: "the instrument rendered e. Coli at 97% instead of shigella sonneii."

Manufacturer narrative:
E.1. Initial reporter addr 1:(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ nid, e. Coli was misidentified as shigella sonneii. No patient impact reported. The following information was provided by the initial reporter: "the instrument rendered e. Coli at 97% instead of shigella sonneii."